Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that, during a caesarean section operation utilizing a forcefx8cs unit, the patients leg received a second degree burn. The burn was treated by the hospital with medication. A non-medtronic hand piece was reported to be *on the patients arm when burn occurred* to the leg. The customer reported that the patient return plate was not in use when the device was activated, causing the burn. The generator power was in spray mode at a setting of 45 at the time the incident occurred. No additional information has been provided.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 01/26/2017. The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.